Manufacturer narrative:
Pending follow up communication regarding potential cause of pump flipping. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was not returned. The pump flipping likely caused the catheter kinking issue. Per the instructions for use of the device, pump flipping or twisting is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
During follow up communication for a catheter leakage issue, representative reported a pump revision due to pump flipping. The patient had experienced a decline in response from the pump and local pain at the pump site. The physician found that the pump was flipped and rotated and that the catheter was possibly kinked. The catheter was replaced. This MDR will capture the pump issue. Catheter leakage issue was captured through 3010079947-2022-00062 MDR.

Manufacturer narrative:
Representative reported that the cause of pump flipping is unknown. They also confirmed that the pump was initially sutured down. Internal complaint number: (B)(4).